Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) over 600mg/dl with nausea and vomiting. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reporter stated that the patient had a date issue and was receiving incorrect doses. Troubleshooting also indicated that the basal history does not match active basal program. This report is being made due to the bg excursion the patient experienced due to a history settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2017 with the following findings: a review of the black box showed the black box showed the time/date set screen was accessed, and a manual time change was made on (B)(6) 2017 from 22:17 to 22:18. The total daily dose history showed an out of order date from (B)(6). The black box for those dates is not available. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with a two unit per hour basal rate. At the end of testing the basal history correctly showed two units and the total daily dose showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects. The pump was found to be delivering within the required range and delivering accurately. No alarms or delivery interruptions occurred during testing. The complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).